Manufacturer narrative:
H.6. Investigation summary: bd pas received a customer complaint from a us customer for erroneous troponin results while using the bd vacutainer® pst tubes. Bd pas performed a clinical complaint evaluation utilizing retention samples from the incident lot and did not reproduce the customer¿s reported failure mode (erroneous troponin results). While a root cause could not be established, the customer indicated during a follow-up that their issue may be related to a pre-analytical error. To resolve the issue with the customer, bd pas provided specimen handling parameters addressing heparin plasma testing in clinical chemistry.

Event description:
It was reported that the pst tubes are providing erroneous troponin results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: (12 of 15) it was reported customer experienced erroneous results. Pst tube gives inconsistent troponin results.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pst tubes are providing erroneous troponin results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: (12 of 15) it was reported customer experienced erroneous results. Pst tube gives inconsistent troponin results.